Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture (loc) on the right ventricular (rv) channel. The health care professional (hcp) had called in to review the rv capture as they were programming for off label magnetic resonance imaging (MRI). Technical services (ts) reviewed and stated that there was loc and oversensing. The boston scientific representative was not able to reproduce the noise. Ts stated it could be a possible lead integrity issue and the rv intrinsic amplitude were out of range along with high thresholds. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture (loc) on the right ventricular (rv) channel. The health care professional (hcp) had called in to review the rv capture as they were programming for off label magnetic resonance imaging (MRI). Technical services (ts) reviewed and stated that there was loc and oversensing. The boston scientific representative was not able to reproduce the noise. Ts stated it could be a possible lead integrity issue and the rv intrinsic amplitude were out of range along with high thresholds. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture (loc) on the right ventricular (rv) channel. The health care professional (hcp) had called in to review the rv capture as they were programming for off label magnetic resonance imaging (MRI). Technical services (ts) reviewed and stated that there was loc and oversensing. The boston scientific representative was not able to reproduce the noise. Ts stated it could be a possible lead integrity issue and the rv intrinsic amplitude were out of range along with high thresholds. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report captures additional information of the explant of this device and impact on the patient.